Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: there was a crack in the battery compartment. The threads on the battery cap were stripped and the cap would not secure to the pump, therefore, a test cap was used. Unrelated to the original complaint, the pump booted on with a dim and discolored display. A test display was used and the variance in color was fixed. Also unrelated, the keypad was torn in the middle of the keypad. The contrast button was intermittently responsive. Contamination was found under the up arrow, down arrow, and contrast buttons when the keypad was removed. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.